Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 509 mg/dl. The customer stated that prior to the event, she had been experiencing elevated blood glucose levels, along with muscle pain and vomiting. The customer also stated that she had changed the infusion set twice before the event. The customer then stated that she had set up the fixed prime correctly. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime but failed the high pressure test. Nothing further was reported.